Event description:
It was reported that the customer experienced high blood glucose over 400 mg/dl and was treated with manual insulin injection. The customer has an insulin pump and the transmitter was knocked off while he was on a water slide and became lost. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.